Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed, and it was obse rved the cuff deflated immediately, a visual inspection was performed and it was observed the cuff had a small tear. Instructions for use (IFU) states that 2. With shiley cuffed models (lpc, fen) the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in table 1. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion. Caution: to ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuffaway from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit's cuff did not stay inflated. The patient had desaturation and it was necessary that decannulation and passage of a new device was done to reach the patient stability.